Event description:
Md was using the anchor bag to remove the lung lobe from the port hole in the chest the bottom broke x 2 bags (bag intact - all pieces accounted for). Third bag was used with no problem. Both bags had the same lot number of v51n. No patient harm.